Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Cts advised the caller on backup therapy using mdi, confirmed the shipping address, and sent a replacement pump with updated software. Caller was instructed to return the malfunctioning pump to tandem via ups within 10 days, using the pre-paid label, and received guidance on storage mode and steps to take with the replacement. All instructions were understood and acknowledged by the caller.